Event description:
A report was received regarding a prodisc c explant procedure. It was reported that the adjacent level required treatment and the surgeon explanted as per the symptoms possibly being associated with the implant. The surgeon replaced the prodisc c with an allograft interbody device. Reportedly, there were no incidents associated with the explant surgery.

Manufacturer narrative:
: A review of the device history record has been requested. Investigation could not be completed, no conclusion could be drawn as the device was not returned. Placeholder.